Event description:
Related manufacturer reference number: 2017865-2021-37297. It was reported that the patient presented remotely via merlin.net. Interrogation of their implantable cardioverter defibrillator (ICD) showed the right ventricular (rv) lead was over-sensing post-paced t-waves. The patient was asymptomatic. Programming changes were made. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient reported remotely. Upon review of merlin.net transmissions, it was observed the patient's right ventricular lead was oversensing. The device was reprogrammed. The patient was in stable condition.